Event description:
During a kissing balloon dilatation procedure, both catheter balloons ruptured before 4 atm. Each catheter was removed and replaced with the same make and both balloons again ruptured before 4 atm. As the hosp's stock had been depleted, the procedure was stopped. No pt injury or further complications were reported.

Manufacturer narrative:
Code 2199 - not labeled. Code 1049-labeled.